Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis in a female patient coincident with dianeal-n pd-4 1.5 therapy. On an unreported date, the patient began peritoneal dialysis (pd) therapy., (frequency not reported) for chronic renal failure. On (B)(6) 2010, the physician confirmed 2 pinholes in the tube of the patient's uv transfer set after the gauze that covered the exit sit of the patient's uv transfer set was found to be wet. . He exchanged her transfer sets. On an unreported date, the patient had peritonitis. It was reported that the there was a leak from the two pinholes on the tubing. The patient got peritonitis although the tubing was changed after the leak occurred. The patient had a habit of picking at the tubing with her finger sometimes, however it was unsure if there was a relation between her habit and this event of peritonitis. The actual sample was available and sent to baxter for evaluation. The patient was not hospitalized on (B)(6) 2010, antibiotics were given to the patient. (It's not reported whether the dose of the antibiotics were after the onset of the peritonitis or not) as of (B)(6) 2010, the patient had not recovered from the event. On 25nov2010 and 26nov2010, baxter received additional information from the physician and a nurse. It was confirmed that the patient started on (B)(6) 2010, the patient started on antibiotics (cefameezin alfa and modacin ip(dose and frequency were not available the physician thought that the event was due to the pinholes in the tube of the patient's uv transfer set and not related to dianeal n. [Follow-up information was received on 25nov2010 and 26nov2010] on 25nov2010 additional information was received from the physician and the nurse who provided.. On (B)(6) 2010, the patient's uv transfer sets were exchanged routinely. On the same date, in the afternoon, it was found that the patient's diaper was also wet. It was confirmed that the tube of the patient's uv transfer set had 2 pinholes. The nurse of the clinic exchanged the patient's transfer set. The patient's peritoneal effluent culture was performed. Cefamezin alfa and modacin were given to the patient intraperitoneally(dose unknown). On (B)(6) 2010, the patient had peritonitis. The symptoms were; peritoneal cloudy effluent, abdominal pain, and pyrexia were observed. The patient was in the group home before the event, and she was not hospitalized after the event occurred. On an unreported date, her peritoneal effluent culture results were revealed, but no micro-organism was identified. On (B)(6) 2010, antibiotics were changed to (B)(6)( the reporter reported as an antibiotic brand name) . As of (B)(6) 2010, the patient had not recovered from the event. Her pd therapy was ongoing. The physician assessed the peritonitis as non-serious. He thought that the event was due to the pinholes in the tube of the patient's uv transfer set and not related to dianeal n. In the group home, settings of the patient's pd therapy (apd with uv assist device) were done by the group home staff, and there was no problem as to their aseptic technique. The nurse told that it was unlikely the patient damaged her uv transfer set. When the event occurred, the patient did not have catheter exit site or tunnel infection. The patient had not experience any previous peritonitis within 4 weeks of the current event. On 01dec2010 additional information was received that on (B)(6) 2010, the pd effluent turned clear and on (B)(6) 2010, the patient had recovered from the event. The physician assessed the event as serious (hospitalization was prolonged). The set had been used for 28 days.

Manufacturer narrative:
(B)(4): the device evaluation is anticipated and further information will be sent as it becomes available. A 510(k) number will not be provided in the as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4): one used transfer set , in reference to the leak was received by baxter. A lab titanium adapter was tightened without difficulty. The set was tested under water at 8 pounds per second with a leak noted from a cut approximately 8.5 inches from the sleeve in a closed position. The complaint was confirmed in the lab for a leak. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.